Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. The service engineer (se) inspected the device. The se reset all internal connections and performed testing. All tests passed.

Event description:
It was reported that the ventilator had a high internal o2 alarm. The service engineer (se) found a oxygen sensor analog to digital converter (adc) sample out of range error code in the ventilator diagnostic logs. No patient involvement. Event date not specified, estimate used.